Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer has experienced hyperglycemia of 20.0 mmol/l-30.0 mmol/l, and his father believes the insulin delivery of the infusion device is inaccurate. The customer has been incapable of treating himself and his father has had to deliver insulin injections. The alleged product was requested for evaluation.